Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on all contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cut in 3 pieces as a consequence of the explant procedure. Microscopic inspection identified a slight kink in the lead body where all the internal wires wee broken. This would have caused the high impedance observed in the field and would have contributed to the patient¿s ineffective therapy. As there was no instrumentation damage observed on the outer tubing and the high impedance was observed prior to explant, the root cause of the issue is the lead being exposed to stress while in vivo.